Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that resistance was met during attempted impella cp implant due to a patient's significant tortuous vessels. Upon observation, it was noted that the peel away sheath had kinked in the vessel. The physician stated that they had used force while trying to advance the pump and believed that the impella may also be damaged. As a result, both the introducer and pump were removed and a second attempt was made with new devices. There was no patient harm as a result of the noted issue.

Manufacturer narrative:
The investigation for the introducer damage and the delivery issues has been completed. According to the clinical, a long peel away sheath was used to insert the pump. However, the patient had very tortuous vessels so when the device was inserted it was met with resistance. It was then discovered that the sheath had been kinked in the vessel. After the device was removed and replaced another attempt was made with the same results. On the third attempt, the pump was successfully inserted. No product was returned for an investigation. Data log analysis was not necessary for this complaint. The most likely cause of the delivery issues was patient condition related. The most likely cause of the introducer damage was patient condition related. Corrections to the initial MFR report: added- d6a/d6b